Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed and falling off the vessel. No pt consequences were reported and the procedure was finished using a new instrument.